Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. A notification was sent to hospitals under fsca apr2016 was initiated on may 5th, 2016 to inform clinicians about this issue and to recommend that the connectors on patients' controllers be inspected on a periodic basis to check for the presence of this condition. Users are further instructed to exchange any controllers that are identified with loose connectors. The field action is currently ongoing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report

Event description:
It was reported that during the software maintenance release (smr) upgrade the medical staff noted a loose power port connector. The controller was exchanged with no reported effect on the patient. No further information was provided.

Manufacturer narrative:
One controller was returned for evaluation and analysis. The reported event (loose component) was confirmed at the bench level. The controller failed visual and passed functional testing. The port 1 connector was found loose from controller housing with the o-ring gasket displaced and the locknut was found tight inside. Additionally, the port 2 connector was also found loose from controller housing with the o-ring gasket displaced and the locknut was found tight inside. As a result of this findings, the controller was found out of specifications. The most likely root cause for the loose connector could be a shift in the manufacturing process. This anomaly of loose connector is currently being investigated by the manufacturer. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Removed implant date. The peripheral device is not implantable. One controller was not returned for evaluation. Analyses could not be conducted or reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event (loose power connector) was not confirmed since the controller was not returned. Analysis could not be performed as the device was not returned. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.